Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2008; 6949-65 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had chronic diaphragmatic stimulation from the left ventricular lead. During the replacement procedure, two different models of leads were attempted but could not be implanted due to the patient's anatomy. Epicardial leads were implanted approximately one month later. No further patient complications have been reported as a result of this event.